Event description:
A customer contacted baxter's (B)(4) to report an alarm on the homechoice (hc) machine during dwell 2 of 4. The home patient (hp) stated that the supply bag fell and became disconnected while the hp was connected. The hp had then disconnected and stated he would perform a manual exchange in the morning. The proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. (B)(4) spoke with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010. The pd rn stated that the patient called in the next morning to report the event. The pd rn stated that the hp woke up to the alarm in dwell and realized the supply bag had fallen and disconnected. (B)(4) spoke with the hp on (B)(6) 2010. The hp stated that the bag had just fallen off the table and no defects were seen with the cassette or bag. The hp has been doing fine and has been able to continue therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 3 of 4 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The hp stated that the bag had just fallen off the table and no defects were seen with the cassette or bag. The hp was able to provide the lot number of the cassette (h10d20040). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). No sample was available.